Event description:
It was reported that the pt had an open bowel resection in 2005 and was brought back into surgery for a leak. The pt had not left the hosp. The dr performed a colostomy 8 days later. Upon doing the colostomy, some staples were open. The pt is currently in ICU.